Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for parkinson's dual. It was reported the patient was acting weird and when they went to check their device it had shut off. The patient tried turning the stim on with the patient programmer (pp) but it wouldn't turn on. The caller stated they had another remote and was going to take both remotes to the facility to see if either of them work. The patient was reportedly in a rehab facility and was charging yesterday will all bars. They had it on for two hours and then the caller told them to take it off. The caller later reported they tried to sync with both pp's and saw a poor communication message on both of them. The caller attempted to recharge and saw the implantable neurostimulator (ins) charging screen with 8 coupling bars. The ins appeared to be about a quarter full and the caller saw the stim off icon on the implantable neurostimulator recharger (insr).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.